Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -09.50/+1.5/006 (sphere/cylinder/axis) into the patients right eye (od). The lens was reported as low vaulting and remained implanted. The cause of the event was unknown.

Manufacturer narrative:
Additional data: b5- the reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens with diopter -9.5/+1.5/06 (sphere/cylinder/axis) into the patient's right eye (od) in (B)(6) 2019. The patient experienced a low vault. On (B)(6) 2022 the lens was exchanged for same model/longer length lens and the problem was resolved. Reportedly "the exchange did not result any significant improvement. The patient is closely being monitored. Further explantations are not planned." The reporter indicated the cause of the event is unknown." Claim# (B)(4).